Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06709 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported an impella cp on a 59-year-old male patient with acute myocardial infarction. The patient was taken to the cath lab for emergent impella placement while performing CPR. However, during placement of the pump, a clot ingestion was suspected and the pump had saturated flows and high motor currents. The patient ultimately expired in the procedure area. The cause of death was not attributed to the use of impella.

Manufacturer narrative:
The impella device was not returned for evaluation. However, a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the saturated flow was most likely due to biomaterial based off clinical details noting no heparin was administered and lv thrombus was observed, along with pump experiencing high motor current.